Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter (B)(4) and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a burning smell was confirmed but not duplicated during product evaluation by baxter service personnel. However, a specific cause could not be attributed to this event. Service addressed the reported problem by replacing the pump head module and the main display. This involved a colleague version pre 1.7 infusion pump with a user interface module software version of 5.07.00.

Event description:
The facility reported a colleague infusion pump with a burning smell. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.